Event description:
The pt suddenly suffered from severe pain in the shoulder. The x-rays showed that all 3 screws were broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.